Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with diabetic ketoacidosis (dka). The patient had a stroke and the patient's blood glucose (bg) values reached over 500 mg/dl. For treatment, the patient was put on a insulin drip and given diagnostic tests. The patient was given blood thinners. The pod was worn between 24 and 36 hours on the leg. The patient was discharged within 24 hours. The pod was discarded.